Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® with dcd® non-platform switched tapered implant 3.25 x 13mm (item #bnst3213) was returned for investigation. Visual inspection of the returned product identified signs of wear due to usage around the external threads and the drive feature but no evidence of any significant damage or deformation. The product dimensions were measured and found to be within the specifications of the product's engineering drawing. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported implant hurt and gum tissue around implant was red and swollen. The reported complaint could not be verified due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient was suffering from pain. The implant was subsequently removed.